Event description:
It was reported that this pacemaker exhibited oversensed noise in the right atrial (ra) channel. Technical services (ts) was consulted and upon review of the available information false pacemaker mediated tachycardia (pmt) episodes due to the sinus rate being at the maximum tracking rate were noted. In addition, undersensing due to p-waves falling into the post-ventricular atrial refractory period (pvarp) was observed. Further in clinic evaluation was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.